Manufacturer narrative:
The pump gave a rf pic failed self test alarm, was unable to upload, and failed to communicate with the test glucose meter due to a faulty component at the radio frequency board. The pump passed all operating currents and tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that new insulin pump intermittently experienced a blank screen display. It was reported that when customer began to press buttons, display would return. Customer was also not able to upload to carelink. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Alarm history showed a radio frequency pic failed self test. Customer was advised that insulin pump would need to be replaced.